Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (unable to power up properly) has been confirmed. Upon investigation the battery charger/modem was resetting. Upon investigation, the charger exhibited an intermittent connection at pld component u1003 and pxa component u104 on the c/a board. Additionally, there was contamination on the battery pca. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a (B)(6) patient's battery charger/modem was unable to power up properly.